Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber and glass cap show a fracture at the uv glue zone; the glass cap /metal cap are detached and not returned; there is no signs of melting at the fracture location. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 14,580 joules of use "aiming beam fires straight out of fiber" was noted. The fiber was exchanged and procedure was completed by using finishing fiber at 57,624 joules of use. A total of 72,204 joules was used for the case. Patient outcome "ok" was reported. No injury to the patient was reported.